Event description:
Customer reported the insulin pump had a rattling noise. Customer's blood glucose was unknown. Customer thinks the device might have internal damage. Customer does not know how damage occurred. The drive support cap was normal. Device passed self test and displacement test. Customer stated the old insulin pump alarmed unexpected restart. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.